Event description:
Per the clinic, the patient developed a skin flap infection at the implant site and subsequently skin flap necrosis. The patient has been prescribed oral antibiotics (type and amount not reported). The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.